Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not completed as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the patient experienced "withdrawal"; specific symptoms not reported. Rotor and catheter studies were performed and were "ok". The device was explanted and replaced. The hcp returned the pump to the manufacturer for analysis and questioned if the pump was malfunctioning. The patient recovered without sequela.